Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3550-39, lot# n311359, implanted: (B)(6) 2012, product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient needed to have an MRI and, therefore, needed to have her implantable neurostimulator (ins) to be taken out. The patient needed to have her ins taken out so that she can have additional testing done. It was unclear if additional testing like an MRI was related to the device. The patient explained that the healthcare provider (hcp) needed to go for more testing like an MRI and discogram because they needed to see what the best route for her was and whether there were other courses of actions to be taken to get pain relief. The MRI was needed in order to diagnose whether she still has the same issue or if something else had come up, and to be able to determine if having scs therapy is still the best option for her or if she might have to do a surgery. The patient stated that the therapy never really provided any relief. She tried different programs for the last 3 years and said that the first ins ((B)(4)) provided only limited pain relief. The patient never found a setting that was going to work for her pain control. The ins battery died in 2014 because it was not really in use and, in 2014, noticed that the device started providing even less pain relief. The patient noticed that one leg was not getting any stimulation. The hcp decided to replace the ins in 2014. When she had an ins replacement the hcp discovered one of her leads was malfunctioning and messed up. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.